Event description:
It was reported by the patient that he had ¿everything turned up as high as it would go and [the patient] was not feeling anything.¿ there was no stimulation sensation as of a ¿couple of days¿ prior to report and a loss of therapeutic effect. The patient experienced an increase in baseline pain. The symptoms had a sudden onset. It was like the patient ¿woke up one day and it was not working.¿ the event or symptom occurred following strenuous activity or exercise. The patient was in a car accident (B)(6) 2014 and had been doing a lot of bending, twisting, lifting and ¿house stuff¿ recently (the air conditioner went out). The patient stated, ¿I really have not had any problems til now. Well, besides parts going bad on the stimulator.¿ this was described as a broken recharger belt and recharger issues (this information had previously been captured in other events). It was confirmed that the ins was on. The amplitude was 7.70 and ¿it would not go any higher.¿ the patient indicated there was a one in front of the screen amplitude symbol. The box that showed what program was elected did not appear on the screen so apparently the patient had only one program. The upper limit reached symbol did not appear on the screen. The patient tried to increase from 7.70 again and it went to 8.50, then 8.60 but there was still no stimulation. Previously the patient did not have stimulation ¿very high at all.¿ it was in the 1.0 to 2.0s. The implantable neurostimulator (ins) was fully charged one night prior to report and the battery icons were fully shaded/both batteries are full. The patient was asked what came up on the programmer screen and the patient replied, ¿there is a lot that come up. The doctor.¿ the patient was not able to get the doctor screen but did pull up the adaptive stimulation positions screen. The patient mentioned the doctor was three hours away. The office of the healthcare professional (hcp) was contacted and noted the patient had not been seen since (B)(6) 2010. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID :39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID :39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. The device code applies to the lead (B)(4). The conclusion code applies to both the ins (B)(4). The conclusion code no longer applies to the ins (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for failed back surgery reporting that the lead was not working. The patient had the device checked a while back, one year ago, by a manufacturer representative. The patient stated that the manufacturer representative told them the leads were broken on it about 1 year ago in 2015. Through follow-up it was not clear who told the patient that the lead was broken. The patient stated that they "never had much luck with it." The manufacturer representative told the patient to turn it off and the patient went to a neurosurgeon. The neurosurgeon said that they could not help and the patient would need to talk with a health care professional (hcp) that implanted the scs systems. The patient was unsure if this was normal.